Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Reporter address and contact number was not provided. Device history records review was completed for part# 357.068, lot# 8210640. Manufacturing location:(B)(4), manufacturing date: jan 08, 2013. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the orthokit center received sets back from the distributor. The specialists checked the sets and found that the drill bit had a broken tip approximately 1.5cm. No patient involvement was reported. This report is for one (1) 2.4mm variable angled locking compression plate this is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: product development investigation was completed. It was reported that the drill bit had a broken tip approximately 1.5cm. The returned instrument was examined and the complained condition was able to be confirmed as approximately 13mm of the tip are missing. It looks like the instrument was sharpened several times. Unfortunately the exact cause which has led to the damage could not be determined. Due to the very poor condition of the received part it was estimated that the damages could be due to a user error or several overload situation during use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.